Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm noted. The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). They were unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4)

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 196 mg/dl at the time of the incident. Customer stated that the pump usually alarms after the second day of a set change. Customer stated that they are able to rewind/prime and it usually fixes the problem. Customer stated that he has not dropped the pump and it will alarm during the basal delivery. Customer stated that he passed through a scanner at the airport a year ago. Customer stated that he was able to complete the rewind sequence. Customer was advised that the pump will need to be returned with the battery. Customer was also advised to revert to a back-up plan.